Manufacturer narrative:
Bluewind medical is providing this report in compliance with FDA 21cfr part 803. The device was explanted due to wound complication. As a result, a design history record review was performed to confirm the sterility of the implant.

Event description:
Patient presented with firm bump next to surgery scar that was not painful or causing any discomfort. Incision was draining and surgeon decided to explant revi implant.